Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error code 44510. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis. Visual inspection of the pump showed that pump was in good physical condition. The review of device history log revealed following events: (B)(6) 2018 1:52:53 am system fault 44,510 occurred 303,206,340 0 0 0. During investigation the pump was found to be displaying lec "adde" in the main menu version screen which reference to ui_error_irq_abort "44510" error code message. The customer reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The source of the problem was identified as faulty mpu board.